Manufacturer narrative:
Upon completion of the investigation it was noted that a bactiseal endo ventricular catheter p/n 82-3087, with an unknown lot number, was returned to codman for evaluation. As received, it was evaluated and verified that the returned ventricular catheter had the slit at the distal end. The slit was opened after using the recommendation in the IFU "gently roll the ventricular end of the catheter between your thumb and index finger to 'pop' the slit in the tip open". No lot number was provided; therefore a lot history records review could not be conducted. The difficulty reported by the customer could not be duplicated. No root cause could be determined as no problem was identified based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Rep reported that when the surgeon attempted to use the catheter he could not find the slit. The rep was informed of the process of rolling the catheter with the finger tips to expose the tip. He will conduct retraining with the clinician. The device was not used. The clinician pulled another device. There was no delay great than 30 minutes.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.